Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 40 mg/dl. Customer consumed food to address low bg. Reportedly, customer alleged that the basal settings needed to be adjusted. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.